Event description:
The following has been reported: biomed reported: "during pump training, 10x sets of the above-mentioned lot & exp had secondary k zero y that fell off/disconnected from the cassette resulting in a leak. Patient harm: no". A preliminary review of the logs identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Related cases 3014732157-2026-02303 3014732157-2026-02304 3014732157-2026-02305 3014732157-2026-02306 3014732157-2026-02307 3014732157-2026-02308 3014732157-2026-02309 3014732157-2026-02311 3014732157-2026-02312.